Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5097336/5102459, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient had inadequate stimulation and underwent an explant procedure.

Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed. Sc-2317-50 (sn (B)(4)). Device evaluation indicated that the lead was cleanly cut during the explant. X-ray inspection found no other cable fractures except the cut. The device damage was similar to the typical explant damage and was not considered a failure. Sc-2317-50 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient had inadequate stimulation and underwent an explant procedure.